Event description:
Tampon stuck inside [foreign body in reproductive tract]. Cramping / vagina [genito-pelvic pain/penetration disorder]. Pain / vagina [vulvovaginal pain]. Tampon string came off when trying to remove [complication of device removal]. Tampons string came off [device breakage]. Case description: consumer contacted via phone and stated that the tampon string came off when she was trying to remove it. No serious injury was reported.

Event description:
Tampon stuck inside [foreign body in reproductive tract]. Cramping / vagina [genito-pelvic pain/penetration disorder]. Pain / vagina [vulvovaginal pain]. Tampon string came off when trying to remove [complication of device removal]. Tampons string came off [device breakage]. Case description: consumer contacted via phone and stated that the tampon string came off when she was trying to remove it. No serious injury was reported.